Event description:
A medtronic rep reported that the landmarx evolution software exited in the tracer registration task. They had verified the registration probe, but noted that it didn't make the normal "beep" after verification. The countdown for tracer then started, but got stuck at the number 2 for 30-40 seconds. They went to click on "restart tracer" and at this point the software went to the medtronic splash screen and said "exiting." It would not go past this screen so they were forced to do a hard shutdown. Then they were able to come back in to the software and proceed with the case. No impact on the pt's outcome was reported.

Manufacturer narrative:
No files have been received by the MFR for further investigation.